Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical (B)(4) (manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: (B)(4) unopened boxes ((B)(4) units), (B)(4) unopened pouches and (B)(4) opened and used sutures. Analysis and results: there are no previous complaints of this code batch, manufactured and distributed (B)(4) units of this code batch, there are no units in stock. Received (B)(4) closed samples and (B)(4) open and used sutures (threads are not wound on the pack). Tightness test to the closed samples received has been performed and the units are tight. Tested the needle attachment strength of random closed samples from the three boxes received and the results fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: although the results of the samples received fulfil the OEM specifications, note is taken of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). Separation between needles and threads were found when suturing by different surgeons.